Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of tissue and blood were observed on the bisector blade. A visual inspection was performed; no blemishes or flash was observed, there was no damage to the c-ring, no damage to the blunt tip, no damage to the blade, scissors, shaft tip or shaft hub assembly. The bisector blade was cleaned of debris. The bisector blade showed no visual defects when inspected under microscopy. The connector appeared undamaged. No evidence of physical defect was found. The bipolar electrodes were inspected under microscopy. No evidence of physical defect was found. A mechanical evaluation was performed. The c-ring extended & retracted with no difficulty. The blade operated smoothly and was able to cut three polymer reference vessels cleanly without difficulty. Based on the results of the evaluation, the reported complaint was unable to be confirmed for ¿failure to cut the branches¿. We were unable to reproduce the reported complaint in our testing.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro blade was not cutting the branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The rnfa was using the vv 6pro and discovered that the blade was not cutting the branches during use.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro blade was not cutting the branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The rnfa was using the vv 6pro and discovered that the blade was not cutting the branches during use.